Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
Patient received a total hip replacement with depuy synthes product: hip stem with ceramic femoral head and ceramic acetabular insert / cup. Patient indicated that more than 8.5 months after the surgery date, he lifted his knee to cross his leg and felt a sudden sharp pain. He indicated his foot locked and experienced pain for a period of days. X-ray showed that a piece of the ceramic liner had separated from the liner. The surgeon indicated that the hip stem was stable and there was no evidence of loosening of the acetabular cup. The information provided to patient by surgeon was that the ceramic fragment had settled into soft tissue. The patient was concerned about the long-term implications of this. He indicated sometimes when he steps, he feels a ¿tweak¿.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative: this is a duplicate report of 1818910-2019-89349. Is being retracted as it is a report duplication. 1818910-2019-89349 will be kept for investigation.